Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 90% stenosed mid left anterior descending coronary artery. A 4x15mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, and the balloon ruptured during the first inflation at 6 atmospheres. A 4x15mm non-abbott balloon and unspecified xience stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.